Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 29jun2021. When the physician pulled back on the pin vise, the tuohy-borst and y-adaptor came off. Another device was used to complete the procedure.

Manufacturer narrative:
Event description: as reported, during retrieval of a cook celect filter, after the filter hook was snared, when the physician pulled back on the pin vise, the tuohy-borst and y-adaptor came off. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), specifications, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A device master record (dmr) review was performed, and device quality control and specifications procedures associated with the complaint were reviewed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user. Warning excessive force should not be used to retrieve the filter. The instructions for use section contains the following: - hold the wire loop steady with the pin vise, then push the clear y-fitting with the catheter forward until it touches the hook. Lock the clear y-fitting to secure the snare around the filter hook. - while holding the retrieval loop and clear y-fitting steady, advance the white tuohy-borst side-arm adapter with the coaxial retrieval system. The filter collapses and the hooks disengage from the caval wall. It was reported that the pin vise was pulled, when ¿everything came off¿, but according to instructions for use the loop wire must be held steady with the pin vise and the clear y-fitting must be pushed until it touches the hook and the clear y-fitting must be locked to secure the snare around the filter hook. ¿while holding the retrieval loop and y-fitting steady, advance the white tuohy-borst side-arm adapter with the coaxial retrieval system. The filter collapses and the hooks disengage from the caval wall¿. Cook has concluded that failure to follow IFU instructions contributed to the failure mode. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Reporter occupation, lead tech. PMA/510(k) number, exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
This event was previously and erroneously reported to the FDA by william cook (B)(4) under report reference number 3002808486-2021-00983. During the investigation it was determined that cook inc was the manufacturer of the device involved in the event. Therefore, a correction report will be submitted by wce as well as this initial MDR. As reported, during retrieval of a cook celect filter, the handle of a gunther tulip vena cava filter retrieval set's snare separated and "disintegrated" in the physician's hand after the filter hook was snared and a portion of the filter was pulled into the inner sheath. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.